Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 3 for (B)(4). It was reported by the customer in (B)(6) that a patient underwent an open reduction internal fixation (orif) surgery for distal humeral transcondylar fracture on (B)(6) 2022 using a plate and locking screw devices. According to the report, the surgeon attempted to insert a long locking screw into the 2nd hole from the distal end of the plate and selected a 46 mm screw (04.211.046s). It was reported that the locking screw was inserted with a power tool, but it collided with the 1.5 mm k wire placed for provisional fixation of the bone fragment; and the locking screw was made to insert in a direction different from the original direction. It was reported that the surgeon performed reinsertion with a power tool several times but the reinserted locking screw head did not lock with the plate. It was reported that a new locking screw (04.211.048s) was inserted but did not lock as well. It was reported that when the threading mechanism of the plate was checked, the threading mechanism failed. It was reported that the surgeon commented that the thread of the plate was shaved when the screw was repeatedly inserted in various directions with a power tool. The surgery was completed successfully within 30 minutes delay. There were no adverse patient consequences reported. The status of the patient post-surgery was stable. No additional information was provided. This report is for one (1) va-lcp dhp 2.7/3.5 med le med 2ho l82 ta device. This complaint involves three (3) devices.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: product code: 04.117.502s, lot number: 211p372, manufacturing site: (B)(4), release to warehouse date: 21 jun 2021, expiration date: 01 jun 2031. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.